Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) sounded an alert every four hours and the patient was concerned there was a malfunction and that the device was not going to work properly. It was determined that the audible alert the patient described was a right ventricular (rv) lead integrity alert (lia) which triggered due to high rate non-sustained episodes and short ventricular intervals. It was also noted that the lead exhibited high undefined pacing impedance. Ventricular detection and pacing were turned off. The crt-d remains in use and the lead remains in situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.